Event description:
The facility reported that when the nurse moved the lift out of the way after use, she heard the end stopper at the end of the track fall to the floor and come off. The lift fell to the floor, striking the nurse's arm on the way down. The nurse sustained slightly broken skin and bruises to her right arm. An ice pack was applied and ibuprofin 600 mg was given.